Event description:
The target lesion was a moderately tortuous, over 270-degree calcified, 90% stenosed, 1mm-diameter lesion in the left anterior descending (lad) second diagonal. Using transradial access, intravascular ultrasound (ivus) and a non-csi-2mm balloon could not cross through the lesion. The vessel was 3mm in diameter. A diamondback 360 coronary orbital atherectomy device (oad) on glide assist mode also failed to cross through the lesion. Following an unsuccessful attempt to channel through the lesion forward, the viperwire advance coronary guide wire with flex tip was observed to be coming off, and the oad was removed. The viperwire was found fractured inside the oad ex vivo. The patient has recovered.

Manufacturer narrative:
Return of the device is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi with the guide wire spring tip stretched and lodged in the oad driveshaft tip bushing. The guide wire is fractured with the proximal section not engaged in the oad. No other damage was observed that could have contributed to the reported complaint. The oad functioned as designed when tested. Oad contact while spinning was confirmed by ductile torsion on the core wire fracture face and rotational flattening of the proximal spring tip filars revealed by scanning electron microscope analysis. The root cause of the driveshaft fracture was considered to be related to use not consistent with the diamondback 360 coronary orbital atherectomy device instructions for use (IFU). The IFU states: "always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.] The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Additional information received: in the opinion of the physician, the main reason for the oad inability to cross through the lesion was pulling the knob towards the left.